Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and also needed assistance with sensor graph. Blood glucose level at the time of the incident was 557 mg/dl which was treated with bolus and syringe. Customer completed troubleshooting, there was no presence of leaks or air bubbles in the tubing/reservoir. The insulin pump was not replaced or returned for analysis.